Event description:
A pca ii pump experienced an overinfusion while delivering morphine from a pre-filled syringe to a patient. Customer stated that the pump overinfused by 9ml(s) over the course of 1 hour. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding additional patient demographics. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No add'l info is available.